Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus field service engineer became aware that a week after installing the evis exera iii video system center, the hd/sdi port 2 was not working during preparation for use. No image when connected to the specific port. No death, injury or harm was reported to the olympus field service engineer became aware that a week after installing the evis exera iii video system center, the hd/sdi port 2 was not working during preparation for use. No image when connected to the specific port. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image being displayed (including temporary blackout) could not be identified. Olympus will continue to monitor field performance for this device.